Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump was alarming no delivery. Customer did not know their blood glucose at the time of the incident. Troubleshooting was performed and it was determined the alarm was caused due to an occlusion in the reservoir or infusion set. The insulin pump was working as designed. The customer is not returning the reservoir for analysis.